Event description:
Philips received a complaint by the customer on the v60 indicating that a 1125 "cooling fan speed error" message was displayed. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. No patient or user harm was reported. The customer called technical support to report that a 1125 "cooling fan speed error" message was displayed. The remote service engineer (rse) reviewed the event log and found that the 1125 error was logged. The fan revolutions per minute (rpm) was zero. The rse verified the cooling fan connection to the motor controller (mc) printed circuit board assembly (pcba) and provided the customer with the part identification (ID) of the replacement cooling fan for repair. The customer ultimately replaced the cooling fan and called technical support again to inquire about the correct rpms. The rse advised the customer that the service manual states to verify that the cooling fan rpm is 4000 + 1000 rpm. The customer informed the rse that the cooling fan rpm was reading around 4660 rpm and was satisfied with the solution. The replacement blower should resolve the issue based on the service manual. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.